Event description:
The customer reported a leaking cool line catheter (lot # unknown) and the infusion of 200 ml of saline. Per the reporter, the catheter insertion was smooth, and the catheter was placed after the first attempt. The catheter leak was noted 9 days after catheter placement. No consequences or impact to the patient.

Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.